Event description:
A shepherd .014 guide wire was advanced in a chronic total occlusion (cto) in the mid posterior tibial (pt) artery. The user used force to advance the guide wire when it perforated the pt. An unsuccessful attempt to advance through the cto was then made using a non-csi guide wire. No intervention was performed and the patient's condition was good.

Manufacturer narrative:
Complaint underway and will be attached to this report.

Event description:
A shepherd .014 guide wire was advanced in a chronic total occlusion (cto) in the mid posterior tibial (pt) artery. The user used force to advance the guide wire when it perforated the pt. An unsuccessful attempt to advance through the cto was then made using a non-csi guide wire. No intervention was performed and the patient's condition was good.